Manufacturer narrative:
Correction: d3, d4 additional information: d9, h3, h4, h6, h11. H11: the actual device was received for evaluation. A visual inspection was performed and observed a separation of the tubing and the second y-site clearlink in the upstream part. Dimensional testing was performed on the tubing and clearlink y-site housing and was according to specification. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated at the port site (clearlink) of a clearlink system continu-flo solution set. This was observed while priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.